Event description:
It was reported the patient received the following results within 15 minutes: lo mg/dl (which on the system indicates a result of less than 10 mg/dl) and 151 mg/dl.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.